Event description:
It was reported that the patient received ventricular tachycardia/ventricular fibrillation (vt/vf) shocks and the arrhythmia episode was immediately preceded by a ventricular pace (vp) event. It was also reported that it's believed the capture management caused the vf event. Therefore capture management was programmed off and device programmed dddr with extended atrial ventricular (av) intervals. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was removed and replaced.